Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 cfr part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported by the patient of the mother that the patient had their devices explanted due to an increased in seizures (captured in MFR rep #1644487-2021-00609). After the explant surgery the patient has been experiencing severe dizziness and nausea. The patient presented in the hospital room for this. This report will capture the adverse events attributed to the vns explant surgery. Per the physician, it was reported that the dizziness and vomiting was related to both vns surgery and poor fluid/dietary intake. No other relevant information has been received to date.